Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "the pt received a trident ceramic on ceramic hip system." It was further alleged that, "after implantation the pt began experiencing significant pain, constant irritation and discomfort in her hip area."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation.